Manufacturer narrative:
Continuation of d10: product ID ev240152 ((B)(6)); product type: 0264-lead-hv; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that around one month post implant the patient experienced a fever, itching, and redness around the surgical site. An infection was suspected. The patient was brought in for explant of the extravascular implantable cardioverter defibrillator (ev-ICD) system. Pus was noted when the pocket was opened post removal debridement and cleaning of the wound site was completed. The patient left operating room with the wound open, wound closure/surgical incision closure will be done at a later date. The patient is being monitored and antibiotics were provided. No further patient complications have been reported as a result of this event.